Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation found the suction cylinder has no color, the switch box was scratched, and due to damage on the channel tube; water tightness was lost, due to a cut on the knob wire; the forceps elevator did not move smoothly, due to the wear of the angle wire, the bending angle in the left direction did not meet the standard value, the light guide lens had a chip, the adhesive was worn around the light guide lens, the connecting tube had a scratch, and there was corrosion around the left arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the duodenovideoscope forceps elevator raiser lever was broken. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube had remains of white foreign material, the air/water cylinder had foreign objects, and the forceps elevator had foreign material or staining. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.